Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. During visual inspection of the set, cracks on the light blue main body were noted. The report was confirmed in the lab for damaged due to crack on twist clamp. Based on baxter's investigation, the root cause of the damage could not be determined. A batch review was not performed because the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.

Event description:
A customer reported to baxter (B)(4) that on (B)(6) 2010, the patient replaced a transfer set for peritoneal dialysis (pd) treatment. However, on (B)(6) 2010, cracks were noted on the twist switch of the transfer set. There was no disinfectant use on the set by patient or doctor. No patient injury or medical intervention was reported.